Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The device was evaluated by the ssu and the hmi board was replaced. (B)(4).

Event description:
On (B)(6) 2013 the ssu representative a maquet cardiovascular llc. In wayne nj reported that cardiohelp-I serial number (B)(4) had a touch screen calibration problem. The bottom of the screen was not working when trying to select a button. Calibration was attempted multiple times but was not successful. (B)(4).